Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
It was reported that the patient had a metacarpal fracture (trauma case) and when the surgeon was drilling holes to insert screws, the drill bit broke while drilling one of the holes. The surgeon was able to extract the broken piece of the drill but and there was no adverse consequence to the patient.